Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has an issue recognizing cassettes and, mid infusion, every few minutes asks to detach and re-attach the cassette, therefore interrupting the flow of infusion. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage. Recognizing cassette and mid infusion every few mins asks to detach and re-attach the cassette.", can be replicated the report error by testing with 100ml cassette. Found defect latched locked flex sensor. The most likely cause of the report error is the latched locked sensor. Replaced latched locked flex sensor to resolve report error. This device passed all functional tests after the repair. Service history review identified that the device was last services on last service in feb 2025.